Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Photo investigation: the device was not returned. A photo-investigation was performed on the provided image. Upon investigating the image provided, the guide rod clearly appears to be bend. The root cause of the bent guide rod cannot be confirmed based on the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the guide rod. During the surgery, when the surgeon took the guide rod out of the implant case, it was clearly bent. The surgeon used another guide rod, and the surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) 2.5mm guide rod w/stop trocar tip/230mm-sterile. This is report 1 of 1 for complaint (B)(4).